Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 3. Reference MFR report #1627487-2016-01846 & #1627487-2016-01848. It was reported the patient experienced ineffective stimulation. Then the patient stopped charging the system as recommended. As a result the ipg was depleted. The patient's system was explanted.